Event description:
On 24-oct-2019: follow up information was submitted because result of complaint investigation of the returned used device (1 set) showed that the tubing was detached from the tubing connector. Based on the result: method, result and conclusion codes were updated. Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the when she woke up, she noticed that the infusion set's tubing had detached at the quick release while sleeping. The site location was the leg. The patient stated that she tries to rotate the site, so she uses her arms, legs and abdomen as insertion sites. The pump was worn on the right side of the abdomen. The infusion had been in use for one day approximately and the infusions were not exposed to extreme heat. The patient reported that there was stress or pull on the tubing, as it disconnected easily when it was connected to her leg, and the pump was not dropped with the set connected to the patient's body. No further information available.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the infusion set tubing had detached at the quick release while the patient was sleeping. The site location was the leg. The pump was worn on the right side of the abdomen. The infusion had been in use for 1 day and the infusions were not exposed to extreme heat. The patient reported that there was stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.